Event description:
Affiliate reported that it was found that the lumbar catheter was broken. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint could not be confirmed. The catheter was irrigated and the flow was normal, no leakage was noted. The catheter was inspected visually and no tears or brakes were noted, however, the end of the catheter seems to have been cut. The valve was also tested and was dismantled. Biological debris was found on the ruby ball, the seat of the ruby ball, on the cam mechanism, and on the base plate. It appears that the reason for the occlusion was due to the biological debris. The device history records were reviewed and they confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.